Event description:
This unsolicited case from united states was received on 22-dec-2017 from patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc one injection and ibuprofen and after 1.5 days had little inflammation and upset stomach after few days. Patient had allergies to crab, lobster and shrimp. Medical history included coronary stents, high blood pressure, high cholesterol, and osteoarthritis in both knees (the right knee was the worse). Patient had no prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had the synvisc shots in his knees about 15 to 16 years ago and then a years ago, he had the synvisc-one in both knees and both times with no problems. Patient was well nourished and had good hygiene. Patient was not receiving any concomitant medications. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl010 and expiration date: not provided) in both knees for osteoarthritis in both knees. No other medication was injected into the knee joint at the same time as synvisc-one. Patient did not engage in activities such as jogging or tennis soon after the injection. Before injection, patient's pain was 2 on pain scale. On (B)(6) 2017, about 1.5 days after the synvisc-one injection, patient experienced severe pain (8 on pain scale) and a little inflammation which lasted for 3 to 4 weeks. Patient was symptom free after 4 weeks. Patient was able to bear weight before and after injection. It was reported that the patient's knees swelled about 25 % over the normal size of his knee but it was mainly the severe pain and it hurted when he laid down. Patient was told to ice, elevation and couple days after he started taking ibuprofen 200 mg twice a day (form, route: not provided) and patient's stomach was upset on an unknown date in (B)(6) 2017. Patient called his physician assistant (pa) on the second week and she switched him to prescription naproxen (naprosyn) 600 mg bid and a prednisone taper pack. On the 5 or 6 week, patient got cortisone shots in both knees and that turned around. Patient had no pain at all. Action taken: stopped temporarily for ibuprofen corrective treatment: ice, elevation, ibuprofen, naprosyn, prednisone taper pack, cortisone shots for little inflammation outcome: recovered for both events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for little inflammation.

Event description:
This unsolicited case from united states was received on 22-dec-2017 from patient. This case concerns a 75 years old male patient who received treatment with synvisc one injection and ibuprofen and after 1.5 days had little inflammation and upset stomach after few days. Patient had allergies to crab, lobster and shrimp. Medical history included coronary stents, high blood pressure, high cholesterol, and osteoarthritis in both knees (the right knee was the worse). Patient had no prosthetic device e.g. Prosthetic hip/knee, prosthetic valve, pacemaker and or defibrillator. Patient had the synvisc shots in his knees about 15 to 16 years ago and then a years ago he had the synvisc-one in both knees and both times with no problems. Patient was well nourished and had good hygiene. Patient was not receiving any concomitant medications. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl010 and expiration date: not provided) in both knees for osteoarthritis in both knees. No other medication was injected into the knee joint at the same time as synvisc-one. Patient did not engage in activities such as jogging or tennis soon after the injection. Before injection, patient's pain was 2 on pain scale. On (B)(6) 2017, about 1.5 days after the synvisc-one injection, patient experienced severe pain (8 on pain scale) and a little inflammation which lasted for 3 to 4 weeks. Patient was symptom free after 4 weeks. Patient was able to bear weight before and after injection. It was reported that the patient's knees swelled about 25 % over the normal size of his knee but it was mainly the severe pain and it hurted when he laid down. Patient was told to ice, elevation and couple days after he started taking ibuprofen 200 mg twice a day (form, route: not provided) and patient's stomach was upset on an unknown date in (B)(6) 2017. Patient called his physician assistant (pa) on the second week and she switched him to prescription naproxen (naprosyn) 600 mg bid and a prednisone taper pack. On the 5 or 6 week, patient got cortisone shots in both knees and that turned around. Patient had no pain at all. Action taken: stopped temporarily for ibuprofen corrective treatment: ice, elevation, ibuprofen, naprosyn, prednisone taper pack, cortisone shots for little inflammation outcome: recovered for both events a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 7rsl010 expiration date (04/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl010 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 14-mar-2018, there is only 1 complaint on file for lot# 7rsl010: (1) adverse event report. Sanofi would continue to monitor complaints as stated seriousness criteria: required intervention for little inflammation. Additional information was received on 14-mar-2018. Ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.